Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device returned. Device history lot: part: 314.291. Lot: 14-4340. Manufacturing site: selzach. Supplier: leitner ag. Release to warehouse date: 22 oct 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary service & repair evaluation: it was reported that the hohmann style arm has a sliding mechanism stuck to it. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. The item passed synthes final inspection on 08-april-2019 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10 device was scrapped by service and repair and returned to us customer quality for evaluation on july 8, 2019. Device history review part: 314.291, lot: 14-4340, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 22 oct 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: the sliding mechanism (p/n 314.291 lot 14-4340) was returned and received at us cq. A visual inspection was performed. The device looks fine and the service evaluation document says that the device was tested okay but scrapped due to lack of packaging material. Rest of the device shows some scratches caused due to regular use which has no impact on the functionality of the device. Service and repair evaluation: it was reported that the hohmann style arm has a sliding mechanism stuck to it. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. The item passed synthes final inspection on 08-april-2019. Due to lack of packaging material the item will be forwarded to customer quality. The evaluation was unconfirmed. The complaint condition is un-confirmed as the sliding mechanism (p/n 314.291 lot 14-4340) is tested okay during service evaluation and there were no defects identified during the investigation at us cq. There is no indication that a design or manufacturing issue has caused issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. : reporter is synthes sales consultant. Corrected data: device returned to manufacturer date corrected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the hohmann style arm has a sliding mechanism stuck to it. It is unknown when the issue was observed. Procedure and patient outcome were unknown. This complaint involves two (2) devices. This report is for one (1) sliding mechanism. This report is 1 of 2 for (B)(4).